Event description:
Procedure: low anterior resection. According to the reporter: laparoscopic lar procedure: with egia60amt loaded on idrive, even by pressing the firing button, the knife blade would not advance. It could not fire at all. It did not partially fire. No staples were fired. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).